Event description:
The surgeon indicated that the pt's ncp system was turned off due to suspected malfunction, increase in seizures, and pain. It was further reported that the patient's ncp system was not needed because the pt was experiencing pseudo seizures. The neurologist reported that the device had reached end of service and therefore, would not communicate. However, according to the last known device settings, it is unlikely that the device reached normal end of service. It was reported that the system will not be explanted. The cause of the no communication event cannot be determined at this time because the device remains implanted, and the requested programming history has not been received for review. The increase in seizures was found to be pseudo seizures. Report is incomplete because attempts (2 faxes, 2 phone calls) to obtain additional information from physician have been unsuccessful to date.